Event description:
Customer took her normal does of lantus at bedtime plus an additional dose of insulin as she received an unspecified high range blood glucose reading with the freestyle flash meter. Customer could not be awakened the next morning and paramedics were called for assistance. Customer was comatose with severe pain. Customer could not see or talk during the event and was barely aware of what was occurring. Paramedics provided a reading with the accucheck meter between 17-20 mg/dl. Customer's family member provided orange juice with sugar in it. Paramedics provided a tube of liquid glucose. A peanut butter and jelly sandwich was provided to the customer. Paramedics provided a reading of 101 mg/dl after food and glucose were ingested.